Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor failed to power up. During evaluation the monitor failed a flash test due to cracked ega solder joints at flash memory chips u102 and u105. The root cause for the cracked bga's could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective flash memory chips. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was not powering up. The patient was issued a replacement monitor.